Event description:
Patient was admitted and impella cp was successfully placed. The patient encountered purge cassette issues during the first day of impella cp support. Staff described issues with the purge cassette and tubing that included a possible loose connection somewhere and the automated impella controller (aic) detecting ""air"". Staff selected ""de-air"", from the purge menu but restarted the machine before completing the process. Patient condition was rapidly declining, so staff elected to grab a second purge cassette from a different pump set, connected it to the same aic and proceeded with implant. Afterwards, impella seems to be oriented toward inferior wall. Doctor at bedside was informed and did not want to attempt reposition. Patient had good urine output however urine was red, indicative of hematuria. Family decided to not escalate case further nor start dialysis.on the third day of support, pump was repositioned and urine cleared, however urine output was significatly down. Additionally, it was received through a report from littleton adventist hospital that the flight crew transporting the patient from parker experienced issues of the aic's touch screen being unresponsive. The care team switched over to their console at some point and quarantined the faulty aic for shipment back to parker. The patient remained on impella cp support for 3 days, however, the family ultimately decided to withdraw care. The impella cp will be conservatively coded for death. Ip1-pec1: (sources: fm-55628). During flight transport of a cp patient, the flight crew experienced an issue with unresponsive buttons on the automated impella controller (aic). The care team exchanged the aic and isolated for shipment back to the originating care center. It is unclear whether the exchange was due to a continued issue with the buttons or to simply return the aic. Before the aic was returned, it was reportedly turned on and it's buttons were working without issue. Ip2-pec1: (sources: fm-55625). During prep for cp implant, there was a priming problem with the purge cassette. Staff reported a possible loose connection with the purge cassette and tubing, as well as an active ""air in purge"" alarm. The patient was declining rapidly so staff abandoned the automated impella controller's (aic) guided de-air process. Staff restarted the aic and elected to utilize a new purge cassette from a different pump set. The same aic was used and the cp implant was successful, with no further mention of purge issues. Ip3-pec1: (sources: pt update notes on 10/31 7:30ish, 11/1 10amish, & 11/2 12:20 pmish). During impella cp support, the patient experienced issues with the device in the wrong position. Approximately 6 hours after implant, the impella was noted to be oriented towards the inferior wall but the physician did not want to attempt repositioning. Two days later, the device was repositioned under echo. There were no further mention of this issue. Ip3-pec2: no device malfunctions, please defer to clinician 's rationale.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Additional information received: 1. Could you please confirm whether there was any residue, such as glucose solution or any other type of fluid, present on the aic touch buttons or on the end user's hands at the time of the incident? As any fluid on hands touching the softkeys could interfere with the capacitive touch buttons. -cannot confirm but no mention of such was ever made. 2. Additionally, could you clarify what function(s) the crew was attempting to perform on the aic when the issue occurred? -sorry, I cannot.

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in e1(initial reporter facility name). A typographical error was identified. The cause of the aic touch buttons being unresponsive was not determined due to the inability to reproduce.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the aic touch buttons being unresponsive was not determined due to the inability to reproduce.